Event description:
An issue was reported with a discrepancy in the displayed and actual time on the customer's pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer was assisted by technical support to update the pump time and was advised to monitor and follow up if the time discrepancy recurs.